Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision surgery. Patient had a restoration modular cone conical stem implanted in 2015. Patient was experiencing pain and the surgeon decided to revise stem by removing the cone body from the conical stem, replacing it with a larger cone body and an increased offset femoral head. When the surgeon got in-situ he decided to remove the whole construct and used the stem remover but the distal stem was wedged too tight in canal so surgeon opted to remove the cone body instead. He removed the locking screw from cone body and inserted the body/stem separator but turned it too tightly and as he did so the prongs on the distal collet snapped off. As a result of this the separator was ineffective and surgeon was not able to remove the cone body from the distal stem. As he couldn't remove the whole stem either due to distal fixation he opted to leave existing stem in and change the femoral head to a 40 mm +8 mm.

Manufacturer narrative:
An event regarding pain and revision involving a restoration modular body was reported. The available medical records were provided to the consulting clinician for review. The medical review and an addendum indicated: "x-ray printouts, all undated, include five views of the left revision uncemented total hip arthroplasty with a large head reduced and no screws in the acetabulum. The acetabulum appears to be well-fixed. A restoration modular long-stem with seven dall-miles cables is noted with radiolucency around the proximal body, evidence of healed previous femoral shafts fractures are noted, and the stem may have subsided, however no previous films with which to compare make this impossible to determine. There is no examination of the broken extraction device and no confirmation of the source of ¿painful left thr¿ since ¿possible loose femoral stem¿ was not seen at revision surgery. Based on the provided information, the product reported in this investigation did not contribute to the event. Rm body was exchanged for procedural reasons to facilitate exposure for revision surgery. There is no allegation of failure against the restoration modular body. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery. Patient had a restoration modular cone conical stem implanted in 2015. Patient was experiencing pain and the surgeon decided to revise stem by removing the cone body from the conical stem, replacing it with a larger cone body and an increased offset femoral head. When the surgeon got in-situ he decided to remove the whole construct and used the stem remover but the distal stem was wedged too tight in canal so surgeon opted to remove the cone body instead. He removed the locking screw from cone body and inserted the body/stem separator but turned it too tightly and as he did so the prongs on the distal collet snapped off. As a result of this the separator was ineffective and surgeon was not able to remove the cone body from the distal stem. As he couldn't remove the whole stem either due to distal fixation he opted to leave existing stem in and change the femoral head to a 40mm +8mm.